Event description:
It was reported that an unspecified issue occurred with a three prostyle devices relative to an unspecified procedure. Returned device analysis of the prostyle devices found the following: one prostyle device was noted to have the loop formed, but remained caught in the suture bearing. The guide of another prostyle device was noted to be separated in half, with both separated segments returned. There was also a prostyle device returned in which it was noted that the loop was formed, but remained caught in the suture bearing. The link was separated 1 cm from the swage end of the posterior cuff; however, the separated portion was not returned. Follow-up with the account reported that a guide separation occurred with one of the prostyle devices during the procedure and was removed using forceps. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
Analysis was performed on the returned device. The reported unspecified failure mode was observed as a suture malposition and a guide bend. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the returned device analysis it is possible that a suture malposition occurred during device removal. The observed damage to the guide tube may have occurred during the procedure or related to post procedure handling. However, a conclusive cause could not be determined as a specific failure mode was not provided. The subsequent treatment appears to be related to circumstances of the procedure. Based on review, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.